Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID 3057, product type screening device.

Event description:
Additional information was received from a consumer (con). It was reported that, to resolve the lead moving out of position, they changed the amplitude and the hcp offered to change to the left lead. There was no cause determined. The hcp noted that any sudden movement, fall, extensive bending or loosening of the dressing could allow the lead to move.

Manufacturer narrative:
Other applicable components are: product ID 3057 lot# unknown: product type screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a trial patient who was using an external neuro stimulator (ens). It was reported that the patient felt that the lead was out of position, moved, because the tape on their back had come loose. The patient was feeling discomfort on the lower back and couldn¿t sit comfortably. It was noted that they were on 1.0, but when they raise to 1.1, they feel pain in their penis and bring it back down to 1.0. Troubleshooting attempted to have the patient change sides, but they were extremely tired and did not want to make changes while on the phone. They stated they would call back if they needed assistance. No further patient complications are anticipated or expected as a result of this event.